Event description:
It was reported that the patient presented to the emergency department due to receiving shocks. A chest x-ray showed that both the right ventricular (rv) lead and right atrial (ra) lead had dislodged. In addition, the rv lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) and the ra lead had high thresholds. It was suspected that the patient had twiddler's syndrome. Detections were programmed off and the leads were later revised. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.